Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that theas lvp 20d 2ss cv experienced flow issues. The following information was provided by the initial reporter: a patient had zosyn connected as a secondary infusion and despite being programmed at 30ml/hr., it was believed to be bloused into patient. However, the primary maintenance fluid (0.9ns) bag was fuller than normal, which would make it seem that the zosyn infused into the 0.9ns bag. Tubing (initially hung on (B)(6)) and pump have been removed. D2: medical device brand name: as lvp 20d 2ss cv d4: catalog # 2420-0007 d4: UDI # (B)(6) g.5. PMA / 510(k)#: k944320 d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-26 h6: investigation summary one primary tubing (model #2420-0007) and one secondary tubing were returned by the customer. It was reported by the customer that there is backflow from the tubing. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was allowed to flow freely. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported that theas lvp 20d 2ss cv experienced flow issues. The following information was provided by the initial reporter: a patient had zosyn connected as a secondary infusion and despite being programmed at 30ml/hr., it was believed to be bloused into patient. However, the primary maintenance fluid (0.9ns) bag was fuller than normal, which would make it seem that the zosyn infused into the 0.9ns bag. Tubing (initially hung on(B)(6)) and pump have been removed.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intravascular administration set experienced flow issues. The following information was provided by the initial reporter: a patient had zosyn connected as a secondary infusion and despite being programmed at 30ml/hr. It was believed to be bloused into patient. However, the primary maintenance fluid (0.9ns) bag was fuller than normal, which would make it seem that the zosyn infused into the 0.9ns bag. Tubing (initially hung on 6/27) and pump have been removed.